Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had crack and fractures on the screen and screen was dark and hard to read. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was not performed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial/dark display anomaly noted during testing. Device had cracked reservoir tube lip and no broken noted. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).